Manufacturer narrative:
Based on the additional information obtained, this event is now considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 21mm 11000a aortic valve (implanted during 11000a clinical trial) has been scheduled for a valve-in-valve after an implant duration of 9 years due to leaflet thickening and severe stenosis.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 21mm 11000a aortic valve (implanted during 11000a clinical trial) has showed moderate stenosis after an implant duration of 8 years, 2 months due to leaflet thickening. The surgeon determined that no need for intervention at this time. The patient will follow-up with cardiology for continued medical management.

Event description:
It was reported through clinical safety that a commence trial patient with a 21mm 11000a aortic valve underwent a valve-in-valve after an implant duration of nine (9) years, one (1) month due to leaflet thickening and severe symptomatic stenosis. The patient presented with symptoms of acute on chronic heart failure nyha iii. The tavr procedure was performed with a 23mm non-edwards valve. The patient tolerated the procedure well with no complications and was transferred to the ICU in stable condition.

Manufacturer narrative:
Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The root cause of this event was determined to be due to patient related factors. The event in this case was impacted by the progression of the patient's underlying valvular disease pathology with structural valve deterioration combined with the patient's other underlying risk factors, including hyperlipidemia (hld), diabetes mellitus (dm) and coronary artery disease (cad). The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 11000a aortic valve has been placed under consideration for a valve-in-valve after an implant duration of 8 years, 2 months due to leaflet thickening. The tavr procedure has not been scheduled yet.